Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to deploy. There was no reported patient injury. The device did not deploy properly. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. A cordis brite tip 5f sheath was used in the right common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The sheath was not kinked/bent. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. As reported, a 5f exoseal vascular closure device (vcd) failed to deploy. There was no reported patient injury. The device did not deploy properly. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. A cordis brite tip 5f sheath was used in the right common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The sheath was not kinked/bent. Other procedural details were requested but were not provided one (1) non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A 5f cordis avanti catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. A deployment simulation was performed. As the indicator wire was already deployed and the guard locked, the indicator wire was pulled to achieve the black/black position. Full depression of the deployment lever successfully retracted the indicator wire, deployed the plug, and moved the indicator window to the black/white and red position. No anomalies were observed. A high magnification evaluation was performed focusing on the internal mechanism of the device. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18231383 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the functional analysis demonstrated proper functioning of the device with successful plug deployment. The internal mechanism had no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with no change to the indicator window, which does not match the procedural information provided, and the deployment lever was not depressed. The indicator wire was deployed. The window must change to black and the lever then must be pressed to properly deploy the plug. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.